Event description:
Company representative reported patient went to hospital to have the infusion set exchanged by his nurse on (B)(6) 2014 and had it exchanged without problems. Company representative stated at 8:45 patient's blood glucose level was 262 mg/dl; he remained in the hospital until 10:15. Company representative reported when patient arrived home at 10:30 his blood glucose level was 255 mg/dl, he administered a 3.4 unit bolus and had a little breakfast. Company representative stated when patient was back from work at 15:00 his blood glucose level was 464 mg/dl, and he was going to eat 9 rations, he administered an 18.6 unit bolus. Company representative reported the patient contacted his educator who asked him to run a test 30 minutes later and at 15:30 patient's blood glucose level was 512 mg/dl. Company representative stated patient called his educator back who advised administering a 6 unit bolus and not to eat anything as patient had not started eating. Company representative reported at 17:30 patient's blood glucose level was 400 mg/dl and the educator advised him to administer another 6 unit bolus. Company representative stated at 18:54 the patient's blood glucose level was 235 mg/dl, and he ate 2.5 rations and then at 20:33 his blood glucose level was 107 mg/dl. Company representative reported patient did not detect any problem with the pump. Company representative stated on (B)(6) 2014, the patient visited his endocrinologist and after transferring data to the pc, they saw that on (B)(6) 2014 the pump had not delivered insulin from 9:00 to 15:00. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Device evaluation in progress.